Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke and then continually measured periodically, during the entire motor driving period), pump error 43 (an error in the motor was detected, by reading unexpected value from hall sensor), damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. And confirmed, customer received pump errors. Customer was able to clear the error, able to rewind and fill cannula delivery test was successful. Error table did not indicate, that pump should be replaced. And pump passed, self test. Customer is not used an impacted 780g or clinical 670g or wasn't delivering a bolus with quick bolus speed enabled or did not receive pump error 53 and pump error 23 with the same time stamp. No harm requiring medical intervention was reported. Customer continued using the device. Product return required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error 43. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 43 file number: 121, line number: 589 possible hw error on event date 11/05/2024 15:58:27.000, 11/05/2024 15:58:30.000 and pump error 41 on 11/05/2024 15:58:27. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Motor failed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). In conclusion, pump error 43 during testing and pump error 43, 41 alarms in the trace/history files due to motor defective and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.